Event description:
It was reported that during a rectosigmoidectomy procedure, the staples opened after firing. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/12/2009. Information anticipated, but unavailable at this time.